Event description:
Had left midshaft femur fracture with two inches of shortening and 100% translation and open growth plate. Pt had an orif of left femur using a small fragment plate and locking screw system. Pt was walking with crutches in the evening and felt something pop in their left thigh. Pt came to the ed the next day.